Event description:
It was reported that the patient was in the hospital at the time of report. It was noted that the patient had an abscess ¿on over¿ the pump. It was reported that a week after the pump was implanted, the patient¿s dog jumped on her and a day later an abscess formed over the pump. It was noted that the patient was bleeding internally and then it stopped. It was noted that they refilled the pump and it was hurting real bad. It was reported that they checked for infection. It was noted that a healthcare provider came to the hospital and gave the patient antibiotics and the pain got worse. It was reported that the patient went to another hospital and they gave the patient dilaudid. It was noted that the pump was currently used to infuse morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).